Event description:
It was reported a filter did not fully open after deployment via the jugular approach. A second filter was successfully placed with no pt complications. This device remains implanted. Therefore, no failure analysis will be available. Follow up indicated frequent and/or continuous flushing was not performed prior to deployment and may have contributed to this event. The dr stated the system was flushed once during the procedure. Co directions for use state: "the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant proceure. Insufficient flushing can allow thrombus formation inside the vena cava filter which can bind the legs and prevent complete opening upon release. Do not attempt to move or manipulate an engaged filter. In most cases, a 2nd filter, properly placed, should be implanted for protection against recurrent pe."